Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following the information reported, non-arjo scale with non-arjo spreader bar detached from the arjo maxi sky 600 ceiling lift and fell on the patient. The patient was not raised at that time. No injury was claimed.

Manufacturer narrative:
The reason of the spreader bar detachment together with the scale was determined as non arjo components used with the arjo maxi sky 600 ceiling lift. The spreader bar and the scale were not manufactured by arjo, customer used components from the third party. As non arjo components were used, it cannot be assured that they were properly fixed as they are not dedicated to the maxi sky 600. The instructions for use dedicated to maxi sky 600 includes step by step procedure concerning preparation and inspection of the device before use to transfer the patient, however it is limited to using the ceiling lift with arjo components. The instructions for use dedicated to maxi sky 600 (001.14150.33.en rev.5) states: "arjo strongly advise and warn that only arjo designed parts, which are designed for the purpose, should be used on equipment (...) Supplied by arjo, to avoid injuries attributable to the use of inadequate parts". "Different arjo spreader bars may be used with the maxi sky 600." To sum up, arjo device failed to meet its performance specification since the spreader bar with scale detached. The device was not used for a patient transfer when the failure occurred. The complaint decided to be reportable due to spreader bar detachment. Date of event is the estimated date based on the awareness date.